Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that filter could not be recaptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 190 cm filterwire ez embolic protection system was used for stenting. After stent placement, the retrieval sheath was used to recapture the filter. However, it could not be fully recaptured into the sheath due to significant resistance. An attempt was made to advance and pull it back, but the resistance persisted. Another attempt to recapture the filter with the catheter was made, but it also failed. The entire system was removed using a guide catheter. The procedure was completed, and there was no patient complications noted as a result of this event. The patient condition following procedure was stable.

Event description:
It was reported that filter could not be recaptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 190 cm filterwire ez embolic protection system was used for stenting. After stent placement, the retrieval sheath was used to recapture the filter. However, it could not be fully recaptured into the sheath due to significant resistance. An attempt was made to advance and pull it back, but the resistance persisted. Another attempt to recapture the filter with the catheter was made, but it also failed. The entire system was removed using a guide catheter. The procedure was completed, and there was no patient complications noted as a result of this event. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluation by manufacturer: the device was returned for analysis. Visual inspection found the wire was returned inside the delivery sheath and the filter bag came back in a deployed state. The retrieval sheath and the torquer device were returned. It was possible to observe that the guidewire was kinked, and the spring tip was bent and stretched. Functional inspection noted sheathing/unsheathing was performed and the filter bag could be retracted by the normal way; however, the filter bag could not be deployed. The reported filterwire difficult/failure to capture/retrieve filter was confirmed.